Manufacturer narrative:
It was reported to abbott, a patient was experiencing pain at the ipg site. Imaging showed the ipg had flipped sideways. It also showed that a lead had fractured as well as migrated. The patient had suffered a fall recently. Surgery is planned but has not been scheduled. The patient was waiting for the neuromodulation referral that is required by her insurance company. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000111431.

Event description:
Related manufacturer reference number: 3006705815-2024-01484. It was reported the patient's ipg had flipped sideways due to a recent fall which is causing patient pain. Patient also has high impedances on one of their leads. Imaging shows a fracture in the lead as well as migration. Surgical intervention may be pending to address these issues.